Event description:
Medtronic received a report that a phenom 17 microcatheter was advanced using a guidewire to the left mca bifurcation for approach, however, the guidewire did not advance toward the aneurysm. Because catheter advancement was also poor, it was once withdrawn from the body and flushed, at which time fine floating debris resembling small particles appeared. The floating material was collected with gauze. The phenom 17 was replaced with a medtronic product to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing surgery for treatment of a left mcb aneurysm. It was noted the patient's vessel tortuosity was moderate. Vascular access was obtained via the left mcb. The reported device and any accessory devices were prepared, and the catheter was flushed, as indicated in the instructions for use (IFU). Ancillary devices included phenom plus, asahi chikai nexus.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.